Event description:
It was reported that the system intermittently displayed collimator potentiometer errors and intermittent collimator stuck errors. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated, a calibration was performed on the collimator, and the power supply was adjusted to 5.2vdc for optimal performance. The system was tested and found to be working as intended and returned to service.